Event description:
A report was received that the patient started to feel the ipg with his fingers and felt that it was in two parts. It was also reported that the patient was experiencing difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure per physician¿s preference.

Event description:
A report was received that the patient started to feel the ipg with his fingers and felt that it was in two parts. It was also reported that the patient was experiencing difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure per physician¿s preference.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and an upgrade. The reason for replacement was the need to frequently charge. No device malfunction was suspected. The patient was reportedly doing well postoperatively the explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
.